Manufacturer narrative:
Information given by the customer was reviewed by technical support and found that the model of the avea ventilator does not have an internal compressor. The unit functioned as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the hospitals gas supply failed causing issues with the equipment. The customer wanted to know why the vela ventilator did not run on its internal compressor. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.